Event description:
The customer reports that the enteral feeding tube was removed by the pt. Tube was re-inserted and placement was confirmed by x-ray. When attempting to feed, tube would not irrigate and feeding would not flow. Tube removed, no observable problem. 2nd tube inserted and placement confirmed by x-ray. Nurse attempted to irrigate and feed without success. After tube was removed, attempted to irrigate with water to determine problem. Not able to irrigate tubing with water. Third tube was inserted without problem. (Used different tube type). Pt did not receive feeding in a timely manner and medication could not be given in a timely manner.